Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding and subsequent patient outcome could not be conclusively determined through this evaluation. The account reported that the lvas implant procedure was performed without any notable issues; however, the patient continued to experience bleeding following the surgery. The health care professionals could not locate the source of the bleeding and were unable to stop it. The patient ultimately expired on (B)(6) 2022 due to the bleeding. The patient's outcome was not considered to be device related. Heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. The IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to bleeding. The left ventricular assist device (lvad) procedure had been done without any notable issues, but the bleeding continued. The location of the bleeding was not found and the bleeding could not be stopped. The outcome was not considered device or therapy related.